Event description:
It was reported that post cryo ablation procedure, it was difficult to awake the patient. It was noted that the patient had right hemiparesis with a possibility of air ingress during the procedure. The patient¿s hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the air ingress that had occurred led to an air embolism in the patient, which subsequently resulted in irreversible brain damage.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple injections were performed with test catheters without any issue. The catheter was not returned for investigation. A known clinical issue was encountered during the procedure (hemiparesis with a possibility of air ingress). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.